Event description:
It was reported a balloon burst on the first inflation at approx 4-6 atmospheres during a superficial femoral tibial angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering eval revealed a kink in the shaft located 7 millimeters distal to the strain relief. A 7 millimeter longitudinal tear was located over the proximal radiopaque marker from 3 millimeters distal to 3 millimeters proximal to the proximal radiopaque marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this balloon was used in a calcified lesion and the stenosis was tight. Co believes these factors may have contributed to this event and does not attribute it to the device. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."